Event description:
It was reported that the outer catheter shaft on an endovascular stent graft delivery system separated during deployment. Reportedly, the system could not be advanced past a tight stenosis in the av graft. The glidewire was exchanged for a superstiff guidewire. Additional advancement attempts were made, however, proved unsuccessful. The delivery system was removed, but angiography demonstrated extravasation in the medial portion of the av graft. The stent graft delivery system and wire were re-advanced and an attempt to deploy the stent graft at the site of extravasation was performed. Resistance was encountered during deployment. Additional force was applied and the outer shaft of the catheter separated. The entire system and guidewire were removed without incident. A pta balloon catheter was advanced and inflated to achieve hemostasis at the site of extravasation. The pt was then sent to the operating room for surgical repair.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records could is currently being performed. The sample has not been returned to the manufacturer for evaluation to date, the investigation is currently underway.